Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, for the malfunction a flow rate greater than 200 milliliters in 20 second, the cause was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flushing pump had a flow rate greater than 200 milliliters in 20 seconds. There was no patient involvement.